Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to a lead dislodgement. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the lead body was deformed due to suture sleeve tie down and induced damage during the explant procedure, however, the lead tip has no visible signs of damage or defect which would lead to dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.